Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the surgeon side console (ssc) froze up about 10 minutes into the procedure and the surgeon was unable to control any of the arms. Technical support engineer (tse) reviewed the system error logs and discovered a single ¿282 instrument tool sensor not detected¿ error pointing to the universal surgical manipulator (usm) 3 but no ssc related errors were present. Customer stated that the surgeon moved over to the second console without issues to proceed with the surgery since they had dual consoles connected at the time. It was stated that the resident was sitting at the second console at the time to observe without touching any controls. Tse recommended customer to test the ¿give/take¿ control settings between consoles to see if they were able to swap controls in between and to power cycle the system. The procedure was completed as planned with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient-related information can not be provided due to hospital policy.

Manufacturer narrative:
Field service engineer (fse) followed-up with the customer and confirmed that the issue was resolved with a system restart and surgeons performed two surgeries after the incident with no issues. The system was working properly, and no further investigation was required. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed the following possible related system error: tse discovered error 282. Error 282 - tool invalid reason: one or more tool sensors were not detected. Both tool presence pins not detected. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.